Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is not yet completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the us hospital found a syscal alarm on the aic (automated impella controller) during a preventative maintenance. There was no patient use and no harm or injury.

Manufacturer narrative:
The investigation into the reported aic - system self-check error has been completed since the original report was filed. Due to the nature of the failure mode, no aic logs were able to be recovered for review that were related to the failure mode. Device analysis: the failure mode seen in the field was reproduced and the device outputted system self check when booted up. Then even with a service dongle inserted, the console could still not get through boot up. Since boot up is run by the compact flash cards ((B)(6)), the cfcs were replaced by known-goods but the failure mode remained. The cause of the system self check failure was a defective 4-in-1 and corrupted compact flash cards.